Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine device check. Upon interrogation, the pacemaker was found to be in backup vvi mode. The device was reprogrammed. There were no untoward effects experienced by the patient.